Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced hypoglycemia, which resulted in the customer being hospitalized after an automobile accident. The customer's blood glucose reading fifteen minutes prior to the event was 82 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. Checking the history files revealed that the customer had delivered three boluses of ten units each on the day of the event. Nothing further was reported.